Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: delayed wound healing: some patients may experience a prolonged wound healing time. Smoking causes a decrease in the blood's oxygen levels, directly affecting the surgical wounds' healing process. Delayed wound healing may increase the risk of infection, extrusion and necrosis and may vary depending on the type of surgery or incision. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Australia: allegedly, after a breast augmentation mastopexy performed approx 11 months ago using keller funnel, the patient developed bilateral chronic wound breakdowns. A surgery was planned to remove breast implants and perform scar revision, with re-augmentation planned in 3-6 months. A rupture of the left breast implant was found during the revision surgery. A baker grade iii/IV capsular contracture was also found in the left breast. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.